Event description:
It was reported that the right atrial lead exhibited noise and the implantable cardioverter defibrillator exhibited premature battery depletion. During procedure, both products were explanted and replaced as well as a previously capped chronic right ventricular lead due to better vein access. The patient was in stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.